Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states. (B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4), manufacturing date: 13. Nov. 2013, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device. It was received clean. The laser welding was broken and the handle was detached from the shaft. The returned devices can be considered as safe and functional. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the blue plastic handle of an impactor for proximal femoral nail antirotation (pfna) blade has loosened from the shaft. The issue occurred intraoperative. It is unknown what was used to proceed with surgery and if procedure was successfully completed. There was no prolongation of surgery and no impact on the patient. Upon inspecting the device, it was found that the welding seam between the blue hand and shaft is broken. This is report number 1 of 1 for complaint (B)(4).